Event description:
Per the clinic, it was reported that the patient developed skin overgrowth in (B)(6) 2018 and subsequently underwent revision surgery to debride the implant site on (B)(6) 2018. The patient was treated with oral antibiotics and topical steroids and antibiotics.